Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant, the physician reported difficulty with lead placement into the targeted vessel. Once positioned, threshold and sensing measurements were not favorable. The lead was attempted to be repositioned however, measurements failed to improve and this lead was removed. Product quality and/or implant induced damages were suspected. No return of product and no adverse patient effects were reported.